Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display goes blank during a bolus attempt. The customer indicated that this occurs when the batteries are fresh. The customer's blood glucose reading was 143 mg/dl at the time of incident. Troubleshooting was completed for the blank display and found that the pump is cracked and the display has a cloudy appearance. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent flashing display during escape button press due to cold solder on the lcd. No moisture damage was found inside the pump. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.